Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy stent was advanced but failed to cross the lesion. The device was removed and dilatation was performed. However, upon attempting to advance the device for the second time, the physician had difficulty passing the device through the touhy and it was then noted that one of the struts was raised up. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.